Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer confirmed pump was not in a case and followed instructions to press power button in different ways, then plugged pump into known working power source, after which pump displayed welcome screen and customer acknowledged pump had shut down due to not charging battery. Technical support educated customer that pump would turn on automatically when connected to power after shutdown, reviewed pump reset information including effects on insulin on board, maximum hourly bolus, cgm sessions, and cartridge loading, and provided battery best practice tips, which customer understood and acknowledged.